Manufacturer narrative:
When the bec field service engineer (fse) contacted the laboratory, the customer stated that the instrument was running with no evidence of a leak and cancelled service request. The customer contacted bec again on (B)(4) 2011 and reported there was a cleaner fluid leak under the same instrument and behind the sample probe and was unable to isolate the source of the leak. This event is documented in MDR 1061932-2011-02093. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a clenz leak (< 5 milliliters) which pooled in the left inside section of coulter lh 750 analyzer. This was discovered during startup and before the instrument was used. All operators were wearing gloves, gown and eye protection. No one was exposed to the spill. No patient results were affected.